Manufacturer narrative:
The associated complaint device was returned and evaluated. A lab analysis was conducted and the components were inspected visually to determine the cause of the reported incident. No destructive analysis was conducted during this investigation. The insert was worn with scratches on the articulating and non-articulating surfaces. The periphery of the locking detail has some damage. There were no observations of material or manufacturing deviations in the course of this investigation. A clinical evaluation was conducted and without the request clinical information a thorough medical investigation cannot be rendered. Should any additional medical information be provided this complaint will be re-assessed. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. There were no observations of material or manufacturing deviations in the course of this investigation. Should information become available this complaint can be re-assessed. Available this complaint can be re-assessed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that after the surgery the patient felt the uncomfortableness. X-ray showed posterior subluxation of the femoral component. So the insert was revised.